Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position as the cpu board was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.